Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that low, out of range, high voltage lead impedance was observed. Patient was asymptomatic. Programming changes and dtf testing was recommended. No further information was provided.